Event description:
Customer reported her insulin pump is beeping continuously and she received a no power alert. She received a low battery alert prior to the off no power alert. Customer changed the battery three times. She uses duracell batteries. The off no power alert was less than twenty four hours from the low battery alert. Customer was advised the battery cap probably needs to be replaced. Customer wanted a new device. Nothing further reported.

Manufacturer narrative:
All buttons functioning properly and no damage on the keypad assembly. Inspected j2 connector on lcd and there was no unlocked keypad connector. Device passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted and no unexpected off no power alarm. No constant tone during testing. Device received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.(B)(4)